Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The filament and collimator were calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a high voltage error message and there was a loud popping sound produced from the x-ray tube location. No pt injury was reported.